Event description:
The patient called animas on (B)(6) 2012 reporting that the ok, up, and down arrow buttons require multiple button presses to activate desired pump functions. The patient reported noticing this response about 2-3 months ago and the issue has become worse. The patient reports the buttons are "no longer raised but still feels a small amount of a spring left." The patient reported to trauma or water exposure to the pump. The patient reports the buttons are sticking and must press them extremely hard to activate a pump response. There was no reported patient impact associated with this complaint.

Manufacturer narrative:
The pump has been returned to animas. Evaluation is not yet complete. When evaluation is complete the results will be provided in a supplemental report. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4): the keypad was observed to be lifted at the contrast button. A damaged keypad will allow contamination to permeate the button contacts negatively impacting the button function. The damaged keypad is obvious and detectable and should alert the user to discontinue use of the pump. The keypad buttons were found to be intermittently responding to presses. The keypad was removed and contamination was observed under the button contacts. Unrelated to the complaint, the display screen was found to be faded. Also unrelated to the complaint, evaluation revealed the internal clock battery on the pcb board had failed. The pump would not retain the user programmed date and time settings upon removal of the primary aa battery. When a new aa battery is inserted the pump displays the default date and time which must be manually confirmed (or reset) by the user in order to proceed.